Event description:
It was reported that a dexcom g7 sensor did not pair with the ilet due to use of an incorrect pairing code and initial selection of the wrong sensor type, after which the user restarted the ilet, verified the correct pairing code from the packaging, toggled the sensor type to g7, and successfully paired, with blood glucose then displaying at 289 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.